Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the heavily calcified left anterior descending (lad) artery. The lesion was engaged with a 6f non-bsc guide catheter and was crossed with a non-bsc floppy short guidewire. Predilation was performed using a 2.0x20 non-bsc balloon catheter. A 3.00x28mm synergy ii was then advanced to treat the lesion but the stent came off the balloon into the left main artery. The dislodged stent was retrieved with a non-bsc snaring device. The procedure was completed with a 3.0x24mm synergy stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was not returned for analysis therefore the catheter batch/serial number cannot be identified. A visual examination of the crimped stent found that the stent was returned attached to a snaring device. The stent was severely damaged the whole length with stent struts stretched and distorted. A review of the manufacturing data for the stent profile was performed. The maximum crimped stent profile outer diameter was within specification. The sds was not returned for analysis therefore reviews for individual assessment of the catheter could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the heavily calcified left anterior descending (lad) artery. The lesion was engaged with a 6f non-bsc guide catheter and was crossed with a non-bsc floppy short guidewire. Predilation was performed using a 2.0x20 non-bsc balloon catheter. A 3.00x28mm synergy ii was then advanced to treat the lesion but the stent came off the balloon into the left main artery. The dislodged stent was retrieved with a non-bsc snaring device. The procedure was completed with a 3.0x24mm synergy stent. No patient complications were reported and the patient's status was fine.